Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to deliver a bolus. Customer's blood glucose (bg) was approximately 300 mg/dl. No additional patient or event information was available. Customer was able to successfully deliver a bolus.